Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black spot was noticed on an intraocular lens (iol). Reportedly, the issue was realized as the lens was being prepared to be loaded in the cartridge. The lens was not implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/15/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under a microscope through the clear pouch. Slight particles in the optic zone were observed. A black particle was observed adhered to one of the haptic. The complaint was verified however, since the lens was handled it cannot be related to the manufacturing process. In the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.